Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified left superficial femoral artery. The lesion was predilated with a 4.0mm non bsc balloon. A 6.0x20mm sterling balloon was then advanced to the lesion for postdilation. The balloon was inflated to 8atms and ruptured on the first inflation. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as 'good'.